Event description:
Download data from an (B)(6) male pt revealed that the pt was receiving "add gel" messages without prior gel release. Zoll customer support contracted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node to rear therapy electrode was pulled from the strain relief, damaging wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.